Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 3/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 2/15/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. It was also observed that the threads of the returned battery cap were stripped. A test battery cap was used to complete the investigation. Unrelated to the initial complaint, it was observed that the bolus button cover was torn but the button was still responsive during the investigation.